Manufacturer narrative:
Correction: device code (B)(4) added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the endeavor resolute rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 10 years. In the past 12 months, the physician has used the endeavor resolute stent 30 times. 10 of the smallest (2.25 x 8 mm), 7 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 13 of the largest sizes (4.00 x 38 mm) of these stents were used. The following complications adverseevents/effects were encountered in the using the endeavor resolute product over the last 12 months: one incomplete stent apposition event which was related to the procedure but not directly to the device itself. The following device complaints were encountered in procedure when using the endeavor resolute product over the last 12 months: positioning difficulties were encountered in one case and resulted in no clinical/patient impact. It was also reported that in one case the device did not perform as expected in terms of dilation of the target lesion due to an expansion problem.